Manufacturer narrative:
Device discarded by operating room staff. Device not available for evaluation. Device defect not suspected. No other reports of problems with devices in the same MFR lot. Device was removed as a precautionary measure and to perform cataract surgery removal with intraocular lens implantation. Ref. #: (B)(4). Cause of reduced corneal endothelium is inconclusive. Lens removal was precautionary.

Event description:
Late reporting by healthcare professional. Pt experienced reduced corneal endothelial cell counts 7 years postoperative. The surgeon removed the phakic intraocular lens as a precautionary measure and conducted standard cataract surgery with intraocular lens implantation. Pt was implanted with phakic intraocular lens in 2006. In 2013, doctor noticed reduced corneal endothelium density and development of cataract. Phakic lens was removed as a precaution and cataract removal with intraocular lens was performed. No other info is available.